Event description:
It was reported broken probe. (B)(6) 2026: it was found during evaluation that ultrasound imaging has deteriorated due to probe damage. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of a broken probe was confirmed. The probe was found to be damaged, and the quality of the ultrasound imaging has deteriorated. The root cause of the failure is likely due to use-related damage.